Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was on disconnected mode and patients and orders were not crossing. A technical support specialist reported that the health sight viewer was showing all devices as not communicating. The tss remotely accessed the application server and restarted the data synchronization server service and started the care fusion aria agent and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower all pyxis machines across the hospital were down and operated on disconnected mode, displayed the message patients and orders may not be current, which prevented nurses from accessing and pulling medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.